Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age at time of the event unknown / not provided.

Event description:
Rounded out hex on placement in dense bone. Implant removed with forceps. No patient impact and no delay in the surgical procedure.

Manufacturer narrative:
It was reported that during placement the implants hex was rounded out in dense bone. Zimvie received one (1) nt3210, (osseotite tapered implant 3.25 x 10mm) for evaluation. A visual evaluation was performed, and the implant had signs of use with bone debris on external threads. The implants external hex was rounded, and damage was identified to the implants platform, most likely from the removal process. DHR review was completed for the subject lot number 2022050968. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022050968 for similar events and 1 other relevant complaint(s) was/were identified, (B)(4). Review completed utilizing keywords: ¿dental : functional : damaged drive feature¿ the customer did/did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz, the most likely root cause determined from the investigation was missing or confusing instructions for use or the torque or speed applied during placement/seating exceeded recommended value. Therefore, based on the available information, a device malfunction did occur. The implants external hex was damaged. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.